Event description:
Case description: on 06-mar-2023, upon receving mail from dkma it was identified that the incident should be reportable. Since last submission the incident will be marked as reportable. Hence an amr will be filed for the correction. 07-mar-2023: the case has been re-evaluated based on suggestion from dkma. Initially case was assessed as non reportable incident. However, patient reported user error due to ergonomic features (a use error caused by a mismatch between the user interface0 and this has led to serious hypoglycaemia with hospitalisation. So the case has been updated with mandatory fields, assessed as serious reportable incident. Hence an amr will be filed for the correction. Final manufacturer's comment: 07-mar-2023: the suspected devices novopen 6 #1 and novopen 6 #2 has not been returned to novo nordisk for evaluation. According to the treating physician, there is nothing wrong with functionality of devices and insulin products. Patient got confused between two devices as they look similar, injected novorapid instead of tresiba, resulting in severe hypoglycaemia. This is a product administration error happened at home. Since the user error caused by a mismatch between the user interface and resulted in serious hyperglycaemia, the case has been evaluated as reportable incident. Patient has history of depression with sudden change in mood and multiple concomitant medications. This is one of the confounding factor for product administration error. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and tresiba.

Event description:
Case description: investigational result: tresiba penfill batch number: ls6dx74. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission, the following information was added: investigation result updated for product tresiba penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglyceamia [hypoglycaemia] switched two novopen6 (a grey and a blue) [device use confusion] injected novorapid instead of tresiba [wrong product administered] case description: this serious spontaneous case from denmark via the study adapt-t2d was reported by a other health care professional as "hypoglyceamia(hypoglycaemia)" beginning on(B)(6)2022 "switched two novopen6 (a grey and a blue)(device use confusion)" beginning on (B)(6)2022 , "injected novorapid instead of tresiba(wrong drug administered)" beginning on (B)(6)2022, and concerned a 61 years old male patient who was treated with novorapid (insulin aspart) (dose, frequency & route used- 10,qd, subcutaneous, # 2 128 ie, subcutaneous, # 3 unk (restarted), subcutaneous) from 2019 for "diabetes", tresiba (insulin degludec) (dose, frequency & route used-unk, unk (restarted)) from unknown start date for "diabetes", novopen 6 (insulin delivery device) from unknown start date for "diabetes", novopen 6 (insulin delivery device) from unknown start date for "diabetes", patient's height: 181 cm patient's weight: 114.7 kg patient's bmi: 35.01114130. Current condition: diabetes (type and duration not reported). Treatment included - glucose on an unknown date the patient switched two novopen6 (a grey and a blue) and injected novorapid instead of tresiba. The patient has taken 128 ie novorapid instead of 128 ie tresiba. On (B)(6)2022 patient has been hospitalized due to low blood glucose, hypoglycaemia. On (B)(6)2022 the patient was discharged from the hospital. At hospital he had got something to eat and drink, and 20% glucose. Batch number of tresiba, novorapid, novopen6 (blue), novopen 6 (grey) was requested action taken to novorapid was reported as drug discontinued temporarily. Action taken to tresiba was reported as drug discontinued temporarily. On (B)(6)2022 the outcome for the event "hypoglyceamia(hypoglycaemia)" was recovered. The outcome for the event "switched two novopen6 (a grey and a blue)(device use confusion)" was not reported. The outcome for the event "injected novorapid instead of tresiba(wrong drug administered)" was not reported. Preliminary manufacturer's comment: (B)(6)2022 : the suspected devices novopen 6 #1 and novopen 6 #2 has not been returned to novo nordisk for evaluation. No conclusion is reached. Device confusion is one of the important contributing factor for the reported event of hypoglycemia. Novorapid being a short acting insulin was administered instead of tresiba which led to hypoglycemia in the patient. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglyceamia [hypoglycaemia]. Switched two novopen 6 (a grey and a blue) [device use confusion]. Injected novorapid instead of tresiba [wrong product administered]. Case description: this serious spontaneous case from denmark via the study adapt-t2d was reported by a other health care professional as "hypoglyceamia(hypoglycaemia)" beginning on (B)(6) 2022, "switched two novopen6 (a grey and a blue)(device use confusion)" beginning on (B)(6) 2022, "injected novorapid instead of tresiba(wrong drug administered)" beginning on (B)(6) 2022, and concerned a 61 years old male patient who was treated with novorapid (insulin aspart) (dose, frequency & route used-10, iu, subcutaneous and 20-30 iu, subcutaneous ongoing) from (B)(6) 2019 for "type 2 diabetes mellitus", tresiba penfill (insulin degludec) (dose, frequency & route used-128 iu, qd and unk (restarted) ongoing) from (B)(6) 2017 and ongoing for "type 2 diabetes mellitus", novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novopen 6 (insulin delivery device) from unknown start date and ongoing for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus(since (B)(6) 2002), gastric acid, colitis, irreregular heart rhythm, high cholesterol, overactive bladder, pain, for sudden change of mood, depression. Concomitant products included - lansoprazol, metoclopramide, rybelsus 14 mg(semaglutide), forxiga(dapagliflozin propanediol monohydrate), xarelto(rivaroxaban), bloxazoc(metoprolol succinate), atorvastatin, betmiga(mirabegron), gemadol [tramadol hydrochloride](tramadol hydrochloride), lamictal(lamotrigine), mianserin, cymbalta(duloxetine hydrochloride), kinin [quinine](quinine) on (B)(6) 2022, the patient switched two novopen6 (a grey and a blue) and injected novorapid instead of tresiba. The patient has taken 128 ie novorapid instead of 128 ie tresiba. It was reported as patient received product in original packaging. The patient normally look at the colour and identify the insulin before injecting, by looking at the colour patient differentiate between the two novopens. The same medication error was handled in the past. Medication error occurred as the products look alike. Reason for medication error: patient was not present and then the pens look alike, maybe one of them could be with grooves or something else and if novorapid only can go up to 30 iu and tresiba a bit higher. Tresiba penfill: ls6dx74, asku . Batch numbers of novorapid, novopen6 (blue), novopen 6 (grey) were not reported. Action taken to novopen 6 (blue) was reported as no change. Action taken to novopen 6 (grey) was reported as no change. Investigational result: novorapid- batch unknown. No investigation was possible, because neither sample nor batch number was available. Tresiba- batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 6 (blue) - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 6 (grey) - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following information was added: -medical history was updated. -concomitant medication was updated. -product start date for novorapid and tresiba was updated. -product dosage regimen for novorapid was updated. -investigational result updated. -imdrf codes added .-narrative updated accordingly. Final manufacturer's comment: (B)(6) 2023: the suspected devices novopen 6 #1 and novopen 6 #2 has not been returned to novo nordisk for evaluation. According to the treating physician, there is nothing wrong with functionality of devices and insulin products. Patient got confused between two devices as they look similar, injected novorapid instead of tresiba, resulting in severe hypoglycaemia. This is a product administration error happened at home. Patient has history of depression with sudden change in mood and multiple concomitant medications. This is one of the confounding factor for product administration error. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and tresiba. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Reporter comment: products and novopens will not be handed in for investigation as hcp does not think it is relevant since there is nothing wrong with the pens and products. H3 continued: evaluation summary. Novopen 6 (grey) - batch unknown. No investigation was possible, because neither sample nor batch number was available.